Event description:
It was reported that patient experienced shocking and zapping which started ¿quite a while ago.¿ it was later reported that a patient¿s implantable neurostimulator (ins) was changed out due to normal device depletion about 4-6 weeks ago. It was noted that the patient had been getting unexpected shocks in the buttocks for about the last year and was ¿just getting shocking here or there.¿

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va07k1d, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).